Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber cracked when the hospital staff attempted to connect the chamber to a breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked at one of the chamber ports. The two cracks stretched towards the base of the chamber. A lot check revealed no other complaints of this nature for lot 141105. Conclusion: we were unable to determine what had caused the cracking of the chamber. Based on the nature of the cracking it appears that it was caused by some form of impact to the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber including a check for cracks in the chamber dome. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers; set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.